Event description:
The nurse assisting a (B)(6) male pt contacted zoll customer support to report that wires were exposed on the pt's belt near the connector. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon eval, it was found that the trunk cable connector was severed with wires exposed. The root cause of the damaged connector cannot be positively identified, but was likely a result of excessive force. The belt was fully functional once the trunk was replaced. No adverse event resulted from the defective electrode belt cable. The pt received a replacement electrode belt.